Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on 2021-(B)(6) the patient reported stable pain relief, but a significant reservoir volume discrepancy was noted during the pump refill where the interrogated reservoir volume was 3.5 ml and the actual reservoir volume was 23 ml. No action planned as the patient confirmed pain relief. The outcome of the event was unresolved with no further action planned. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8784 lot# serial# (B)(4) implanted: (B)(6) 2021 explanted: product type catheter information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4) , ubd: 05-aug-2022, UDI#: (B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving fentanyl (75 mcg at 17.24121 mcg/day), bupivacaine (30 mg at 6.89648 mg/day), clonidine (300 mcg at 68.96483 mcg/day), and compounded baclofen (300 mcg at 68.96483 mcg/day) via an implantable pump for unknown indications for use. It was reported that it was reported on (B)(6) 2021 during a pump refill, a significant reservoir volume discrepancy was noted where the interrogated reservoir volume (irv) was 13.8ml and the actual aspirated volume (aav) was 36ml.  The patient also reported sub-optimal pain relief.  A catheter access port (cap) dye study revealed a mild kink in the catheter which did not obstruct the flow of medication.  The pump was reprogrammed where the intrathecal (ti) rate was increased 15%.  The plan was to check the reservoir volumes in one month.  On (B)(6) 2021 the patient reported persistent pain with minimal relief following ptm activations.  The it and bolus dose were increased  the reservoir volumes were checked and the irv was 29.3 ml and the aav was 35ml.  The reservoir volumes were updated in the programmer to match the aav.  The outcome of the event was noted as ongoing.  The device diagnosis was catheter kink and the clinical diagnosis was sub-optimal pain relief.  The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2021 .  No further complications were reported/anticipated.